Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using two gore® tag® thoracic endoprostheses ((B)(4)-proximal; (B)(4)-distal). Prior to the implantation of the devices, a right axillary artery ¿ left common carotid artery ¿ left axillary artery bypass surgery was performed. During the procedure, a contralateral leg component of gore® excluder® aaa endoprosthesis ((B)(4)) was also implanted in the brachiocephalic artery as a chimney to the ascending aorta. Post-implantation angiography showed a slight proximal type I endoleak from the gutter of the (B)(4) and the (B)(4). But the physician determined to monitor the endoleak, and the procedure was concluded. On the same day of the procedure, the patient had a stroke and treated with heparin administration and blood pressure control (180-200). On (B)(6) 2014, the patient expired due to the aneurysm rupture. The physician reportedly stated that the stoke may be caused by air bubble mixed during the bypass surgery. And the aneurysm rupture may be caused by the stroke treatment that contributed the persistence of the proximal type I endoleak. The patient¿s weight, dob and medical history were not available.